Event description:
Pt's lvad stopped working at home, experienced chest pain. Per abd x-ray, driveline showed 2 indentions. Thoratec tech repaired x2, lvad worked then stopped, nothing else to do. Pt made comfort care, expired (B)(6) 2012.